Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Device interrogation revealed the right ventricular (rv) lead exhibited high capture and low sensing. Diagnostic imaging showed that there was an rv lead perforation. It was noted the patient had an left ventricular assist device (lvad) implanted after which these changes in the rv lead were noted. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition during and after the procedure.